Manufacturer narrative:
The following device was also listed in this report: device name; delta c-taper head 36mm +5; cat #: 18-3605; lot #: 69898402. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to pain. Possible cause or contributor for pain not reported. The patient's stem and head were revised to a restoration modular stem construct and another head.